Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, which required them to reload the cartridge each time. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.